Event description:
Complainant alleged that the device was placed on a pt (age & gender unknown) and showed a possible atrial flutter irregularity. The device went blank after a reported two minutes without warning of low battery. After turning device off/on, the monitor showed and gave signs of ECG lead off, unable to get oxygen saturation, and was flashing. The device was turned off again and battery was changed and then restarted. The device seemed to work and showed sinus rhythm and 100% saturation. The 12-lead-ECG was not obtained due to prior problem with device, the device's ECG cable was checked and secured. There was no indication of adverse affect to pt due to reported malfunction. The device was subsequently tested at the facility's biomed dept with a different battery, and the malfunction was unable to be duplicated.

Manufacturer narrative:
The customer was contacted in an effort to obtain the device's serial number and to determine if the device will be returned for eval. A simlar report was reported to zoll and reported on medwatch report 1220908-2004-02039; however, follow-up with the customer was not able to identify this to be the same malfunction.